Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised patient's mother about sleeping with the continuous glucose monitoring system, however patient's mother says the data was missing only on the mobile application. Patient's mother states connection was restored after patient woke up and tapped on the transmitter. Dexcom representative then advised patient's mother to test the connection again at night with both the receiver and smart device, and not to obstruct the transmitter connection. No additional patient or event information is available.